Manufacturer narrative:
The technician found that the casters were worn. He replaced the brake and brake/steer casters and the brakes functioned properly.

Event description:
Info received indicates when the brakes were activated, the caster wheels would hold but the casters would still swivel.